Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulator (mtm) had non intuitive motion. The customer reseated instruments and rebooted the system, but issue persisted. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) had the clinical sales associate (csa) to test the system with test tools and the system did not have any issues. The clinical sales manager (csm) also tested the system, and it worked as expected. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The complaint was not confirmed by field evaluation.